Manufacturer narrative:
Evaluation summary: the product was not returned for analysis; the lens remains implanted. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Additional information has been requested and received. (B)(4).

Event description:
A consumer reported that after bilateral intraocular lens (iol) implant procedures, she cannot see, cannot drive, and has to wear 3-4 glasses for different distance. Additional information was provided by the ophthalmologist, who reported that there is no event. The patient was seeing 20/25 at last time visit approximately two years ago. The lens is not to blame. There are two medical device reports associated with this consumer. This report is for the left eye.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was provided by the manager, who reported that there was never an event. This was an uncomplicated cataract surgery with an excellent outcome in a shallow eye. Patient chose not to have a multifocal lens through out her course, there were multiple exchanges with staff regarding lack of payment. The patient eventually was placed in correction. In the surgeon's opinion the iol did not cause/contribute to the event. A yag laser was performed approximately 5 months following the implant procedure. According to the manager, this was a perfectly successful surgery.